Event description:
It was reported the incision site over the ipg opened, it is unknown if an infection was observed and the patient was prescribed antibiotics. Surgical intervention took place wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.